Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Subsequently, a malfunction alarm occurred. Customer's blood glucose (bg) level was 364 mg/dl. Customer went to the emergency room (ER) and was treated with insulin and saline. Customer was released from the ER on (B)(6) 2021 in stable condition with a bg of 106 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.